Event description:
A customer reported a malfunction on their pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted the customer in resetting the pump, which did not result in a recurrence of the malfunction code. The customer was informed that they could continue using the pump and was advised to call back if the issue reoccurred.